Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 4 and error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began on (B)(6) 2011 at 9:30am. The patient manages her diabetes with unspecified doses of metformin and amaryl; however, the patient denied taking any action in response to the reported meter issues. At an unspecified time after the reported product issues occurred, the patient claimed she developed a symptom of shaking. The patient, however, denied receiving any medical intervention/ treatment after the reported meter issues began. During troubleshooting, the csr noted the patient was using the correct test strip at the time the alleged issues occurred, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. The alleged issues remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.